Manufacturer narrative:
The report that the patient was issued a non-grounded patient cable was reported under medwatch MFR report # 2916596-2017-01165. Device unique identifier (UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device-6 years and 9 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient called reporting a controller alarm. Review of the controller history showed a low speed alarm with low flow alarm. Patient was on batteries at time of the alarm, and was eating lunch while bending over the plate the alarms occurred. The patient was instructed to come to the hospital for evaluation and was currently using an ungrounded cable at home due to the pump stoppages and driveline disconnect alarms. Upon arrival to the hospital, pump stoppages were observed on system controller history interrogation. When the patient was turning to get into bed, there was another pump stoppages. No obvious damage to exterior driveline. The patient had major weight changes since the implant, originally was (B)(6) and lost the weight post implant to (B)(6). Since then, the patient has gained weight up to (B)(6) and currently weighs (B)(6). The x-rays were included in the email and the log files attached. It was reported that the patient received a pump exchange on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The evaluation of the explanted pump confirmed an issue that could have contributed to the reported pump stoppages and low speed/flow alarms, which were confirmed through the evaluation of the submitted system controller log file. The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 37 inches long. The inflow conduit and outflow graft were not returned. Metal braided shield breakdown was observed approximately 9.5 inches from the metal connector. Visual inspection within the shield breakdown revealed breaches in the insulation of the red wire approximately 8.5 inches from the metal connector, the green wire approximately 8.5 and 9 inches from the metal connector, the black wire.